Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had just received a no delivery alarm on the insulin pump. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and stated that the insulin did exit. Customer stated that the cannula was bent and it was explained that the site may have been occluded. Customer was advised to change the entire set and return the set for analysis. Customer stated that she changed her infusion set this morning and her blood glucose went from 66 mg/dl to 220 mg/dl. Customer has taken 10 units in boluses and has not eaten. Customer's blood glucose has gone down to 161 mg/dl. Customer mentioned that she had a bad taste in her mouth and a little bit of a headache. Customer stated that there was some discoloration in the tube. Customer reported that she does not change the site every 2-3 days as per guidelines. Customer was advised to monitor the issue and to change the set after 2 days of wear.